Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent, and the customer was advised to use multiple daily injections (mdi) as a backup therapy. The customer will receive a pump with updated software and was informed of necessary steps for using the replacement. Technical support also instructed the customer to return the malfunctioning pump using a pre-paid label within 10 days, and these instructions were acknowledged by the customer.